Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display, would not prime, and alarmed weak and low battery. The customer's blood glucose was over 600 mg/dl. The customer was advised to disconnect from the insulin pump. The caller did not observe any physical damage to the insulin pump, and he stated that the insulin pump had not been dropped, bumped, or exposed to moisture. She did not observe any damage or corrosion to the battery cap, battery compartment, or spring. She stated that she did not have time to troubleshoot and declined to complete the troubleshoot procedure. She requested that the insulin pump be replaced. She advised that they were able to get the device to work and treated the high blood glucose using the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller agreed to return the device for analysis.